Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted, additional manufacturing narrative.

Event description:
The customer reported that the patient pulse was reading incorrectly when compared to pulse ox done by respiratory. Patient was in the process of having an exercise pulse ox done to determine home o2 needs. No consequences or impact to patient were reported.